Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a competitor company that the patient's right ventricular (rv) lead exhibited oversensing and non-capture. Testing was completed which indicted elevated threshold. A lead revision was completed where it was discovered that the rv lead was noted to be retracted from the rv apex to just across the tricuspid valve. The rv lead was removed with a laser sheath and a new rv lead was placed without complication. No further patient complications have been reported as a result of this event.